Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23(post-reset ram crc alarm), label damage or missing and a crack on the belt clip rail. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was partially performed for pump error alarm, the customer was able to clear the alarm and the customer declined further troubleshooting. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Unit passed self-test. History was downloaded successfully using thump software. However, the long trace history file confirms pump error 23 on (B)(6) 2025 10:00:03:000 pm due to moisture damage on electronics. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. Unit was received with cracked battery tube threads, cracked case near belt clip rails, fading serial number label, broken reservoir tube lip, missing retainer and cracked keypad overlay at select button. Unit was confirmed for pump error 23 alarm due to moisture damage. Unit confirm damage at belt clip area and damage label. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.